Manufacturer narrative:
(B)(4). Insulin pump passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected insert battery, low battery, replace battery, replace battery now, or power loss errors were noted during testing. However, pump trace download analysis confirmed the insulin pump alarmed pump error. The power management tool confirmed pump error due to connector resistance issue. Also, pump error alarm confirmed in the pump history due to a hardware error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received change battery now alert, after the battery change customer did a self test and got a hardware low level failures alarm and power error detected alarm. Customer did self test again during the troubleshoot and it was passed also confirmed the battery cap was not damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.